Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit a b31 scope communication error. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed b31 error code could not be determined, however, the issue was likely the result of a component failure due to damage to the charged-coupled device unit and or damage to circuit board in the video plug section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.